Event description:
It was reported by service report that the pt left side rail latch spindle was sheared off and there were sharp edges. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on rear spindle.